Manufacturer narrative:
The device was returned to olympus and the evaluation found failures of the video cable connectors. In addition, evaluation found loose connector connections. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center, had poor contact of the socket. The device was returned for evaluation. During the device evaluation, there was no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the malfunction found during evaluation.

Event description:
The issue was identified during the preparation for use in a diagnostic gastroscopy, and the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due to faulty socket. Olympus will continue to monitor field performance for this device.